Event description:
It was reported that during routine follow-up, the pulse generator exhibited default programming instead of the parameters that were set during implant. The device was reprogrammed to desired parameters and remained implanted.